Manufacturer narrative:
The relevant components include: product ID 8731 serial# (B)(4) implanted: (B)(6) 2004 product type catheter. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone, clonidine, and bupivacaine, dose and concentrations not reported, via an implantable pump. The indications for use were non-malignant pain and radiculopathy. The healthcare provider stated that the patient was reporting increased pain which started on monday (B)(4) 2017. The healthcare provider was planning on performing a roller study and requested instruction on how to perform the study. The healthcare provider stated they may also perform a dye study. The pump was interrogated on friday by the healthcare provider. It was also noted that the eri (elective replacement indicator) alarm occurred and that the pump needed to be replaced by (B)(6) 2017. Eos (end of service) was scheduled to occur in (B)(6) 2017. The patient was scheduled for pump replacement next week. No further patient complications have been reported as a result of this event. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the cause of the patient's increased pain was determined to be a catheter failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.